Manufacturer narrative:
The system was explanted and discarded on (B)(6) 2024. We received your event description for the above mentioned devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the devices itself become available, the investigation will be updated.

Event description:
Improper shock activation due to partial lead fracture. Replacement surgery to be performed shortly; lead currently remains implanted. Should additional information be received, this file will be updated.